Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that due to damage on the charge-coupled device unit in endoscope connector, color tone of the image is not proper; (image is magenta or green only). Due to damage on charge-coupled device unit, a noisy image occurs. Distal end was scratched and chipped. Due to wear on lock engagement lever, the angle knob torque of lock engagement lever at engage exceeds the standard value. Switch 3 was scratched. Light guide-cover glass was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, noisy image during angulation, but returns on the endoeye flex deflectable videoscope. Inspection and testing of the returned device found damage to the charge-coupled device unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the following: there was a temporary contact failure due to foreign matter adhering to the connector contacts. A foreign object or malfunction has occurred on the video system center side. Temporary malfunction due to static electricity or overcurrent. Olympus will continue to monitor field performance for this device.